Event description:
Covidien received info stating that an 840 ventilator had an operable graphical user interface (gui) display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to do the ground isolation check, reset the graphical user interface (gui) to breath delivery (bd) cable and to run the extended self-test (est). Customer reported to have followed the tse recommendations and malfunction has been corrected. Customer has conducted final testing. (B)(4).